Event description:
It was reported that the patient experienced a return of symptoms with increased baseline pain. A review of the pump's event logs revealed two motor stalls. A motor stall occurred in 2008 at 07:59 and recovered at 23:14 (15 hours, 15 minutes later). A second stall occurred on the following month. A tube set error message was noted 48 hours later. No stall recovery message was noted. The pump was updated and there was still no stall recovery noted. No patient treatment or outcome was reported. The patient's pump contained fentanyl.